Manufacturer narrative:
Novocure´s medical opinion is that the contribution of the device to the fall cannot be ruled out. Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm).

Event description:
A 74-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. Novocure was informed on may 10, 2024, that the patient fell on may 03, 2024, while at a doctor's appointment and had been hospitalized since. The healthcare provider (hcp) noted that the patient was in the process of getting dressed when the optune gio device "swung" and threw him off balance. Per an available medical record, an MRI performed on april 29, 2024, indicated an increase in the size of the enhancing right parietal mass, suggestive of tumor progression. The patient had a surgical resection for tumor progression on (B)(6) 2024. Optune gio therapy was temporarily discontinued. The prescribing physician was contacted for further details without reply.